Event description:
Additional info from the field indicates that the physician discarded the device that was involved in this event. Further investigation is not possible without return of the device.

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt with very tortuous iliacs. The aneurysm sizing and morphology are unknown. It is reported that during insertion, the distal tip of the catheter kinked and the stent graft would not deploy. The device was removed from the pt and another 26 mm diameter x 15mm diameter x 16.5 mm length bifurcated stent graft was successfully deployed. The physician also used two 28 mm diameter x 3.75 cm length aortic cuffs and a "homemade stent graft for the proximal neck" of the aneurysm. It is reported that there were no endoleaks upon completion of the procedure. The physician was unsuccessful at attempting to deploy the stent graft on the table after the procedure. No further additional info is available at this time and no additional clinical sequelae were reported. Receipt of device is pending return to medtronic ave for investigation.